Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer. Customer contacted support and was guided through pump reset steps, after which error did not recur and customer successfully started new sensor session.